Event description:
Clinical trial. It was reported that the pt developed in-stent restenosis and experienced a myocardial infarction 717 days following a coronary artery drug eluting stent treatment procedure. The index procedure identified and treated one de novo, mildly calcified, mildly tortuous, 100% occluded 3.5x24mm lesion of the 1st obtuse marginal (om1). The pt presented for treatment with an acute myocardial infarction and thrombus was noted at the lesion location prior to treatment. Treatment consisted of predilation, placement of a 2.75x32mm taxus express2 drug eluting stent, and post dilation of the stent resulting in 0% residual stenosis. The pt was discharged three days later on asa and plavix. The patient returned 717 days following the initial procedure with a q-wave myocardial infarction and focal in-stent restenosis of the om1. Treatment consisted of balloon angioplasty. The investigator reported the in-stent restenosis to be "probably' related to the stent and the myocardial infarction as "probably" related to the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.